Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical device reprocessing department staff identified that rubber bearing ring inside the complained items: (2038-16-000 x 4, 2038-18-000 x 4, and 2038-20-000 x 4) was worn out and no longer functional. These items have been discarded and replacements are required. No further information is available. Please send replacement directly to the account: (B)(6). Thank you. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.